Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the issue had not been resolved and would not be resolved until the pump was replaced. The pump replacement had not been scheduled at the time of the report. No further complications were anticipated/reported,

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25mg/ml dilaudid at 6.995mg/day, 50mcg/ml clonidine at 13.989mg/day, and 5mg/ml bupivacaine at 1.3989mg/day via an implantable infusion pump for non-malignant pain. It was reported that the pump was overinfusing. The hcp had gotten back 4-5ml more than expected at the last 3 refills. The patient stated this had been the case at every refill ever since they had the pump. It was reported the pump would be replaced. No symptoms were reported. The logs were read and no alarms were noted. It was reported that the issue was not resolved at the time of the report. It was reported the pump clock was 32 minutes behind the programmer clock so it was reset. The patient can receive a bolus every 30 minutes up to 8 times a day. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.